Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had harder to press the buttons than before and motor errors few time. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained no delivery alarms re prime works less than half the time to clear and diminished battery life running through new room temp faster than before. The insulin pump will not be returned for analysis.